Manufacturer narrative:
Initial.

Event description:
It was reported that a user wearing a dexcom g7 continuous glucose monitor (cgm) sensor paired it to a dexcom handheld receiver and then was unable to pair the same sensor to the ilet, which functions as a receiver, resulting in a connectivity limitation due to multiple receiver pairings. No adverse clinical symptoms reported. Outcomes included the need for troubleshooting without clinical impact, hospitalization, or alarms. User support included guided troubleshooting and user education, including disabling bluetooth on the phone, power-cycling steps, and toggling settings to initiate pairing. Investigation of this case revealed that the sensor remained bonded to another receiver, preventing concurrent pairing with the ilet, consistent with expected device behavior for the cgm transmitter and receiver components. It was concluded, based on previously established findings for similar reports, that the cause was unintended user setup and pairing configuration, not a device malfunction.